Event description:
The customer contact reported air in the tubing distal to the cassette. The tubing set was being used to deliver an unspecified antibiotic, at a rate of 1.0 ml/hr, via a plum pump. The customer contact reported that 4 hours and 45 mins after the delivery was started, the nurse changed the delivery rate from 1ml/hr to 20 ml/hr. At this time, a 0.5 cm air bubble was noted 60 cm distal to the cassette of the tubing set. It was reported that the tubing set was reprimed, the air was removed from the tubing set, and the therapy was resumed. At an unspecified time, the nurse changed the delivery rate from 20 ml/hr to 1ml/hr. It was reported that 5 hrs after the rate was changed, the unspecified size air bubble was noted at an unspecified location distal to the cassette of the tubing set. It was reported that the tubing set was reprimed, the air was removed from the tubing set, and the therapy was resumed. No air was delivered to the pt. The customer contact reported that the air originated at the connection of the outlet port of the cassette and the tubing of the tubing set. There were no reported adverse pt effects adn no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.